Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Poor coupling was reported, and it was further stated that the most boxes the patient was getting was four. Troubleshooting was done over the call, caller repositioned the antenna over ins, turned the antenna dial through all four positions. The caller put the antenna over the bandage instead of the thin shirt, patient was getting zero bars at the time of the report. Tried rotating the dial and that did not help either. Patient's ins recharger (insr) was full and the ins battery was 3/4 full. The importance or antenna placement was reviewed, and how the number of efficiency bars would affect the recharge time was also reviewed. It was also reviewed for the patient to charge over thin material and not bulky clothing. Patient was redirected to follow up with the health care professional (hcp) to see if it was ok to charge with unhealed wound, and also to see how long the patient had to keep the bandage on. Patient was scheduled to see the doctor on (B)(6). No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cause of the poor coupling was the bandage at the implant site. It was noted that patient took off the bandage and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that the patient was getting 0-2 coupling boxes. Caller was able to do the antenna locate feature and was now getting 8 coupling boxes, further stating that patient was showing 3/4 full. No further patient complications were reported/ anticipated as a result of this event.